Manufacturer narrative:
If further information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that during the one week post implant follow-up, high pacing thresholds, loss of capture and a decrease in sensing amplitude were exhibited. Surgical intervention was immediately performed, repositioning the lead from the atrial septum to right auricle. Following the procedure, thresholds and amplitude were favorable at 0.5v/0.35ms and 1.6-1.9mv, respectively. No further adverse patient effects were reported and to date, the lead remains implanted and in service.